Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery of the tfna implants in question due to fracture displacement. The original implantation surgery was performed on (B)(6) 2021. The patient and procedure outcome are unknown. There is no further information available. This report is for one (1) tfna fenestrated screw 95mm - sterile. This is report 3 of 3 for (B)(4).